Event description:
Medical affairs was unable to get a hold of the patient and will be sending a letter to obtain more clinical information. Based on the information provided, company is reporting this case as a meter malfunction. Patient was obtaining an error 2 on the meter. Patient was having symptoms of dizziness when patient tried to test. Patient was taken to the hospital and was treated with insulin. The blood sugar in the hospital was 450mg/dl on admission and 105 half an hour to an hour after. Patient was unwilling/unable to answer questions about the testing technique. The test strips were in good condition. Customer service had patient clean the meter and retest and error 2 still appeared.